Event description:
The clinic reported that a laser vision correction patient developed corneal flap edema, corneal ulcer, infection and pain on left (os) eye at 7 week post op visit. The clinic reported patient experienced pain and blurred vision on left eye; therefore, the patient sought immediate attention and visited the emergency room (ER). The ER prescribed antibiotic vigamox every two hours (q2h) and recommended to patient to follow up with laser clinic. The following day, the patient visited the laser center. The clinic described patient¿s left eye (os) had a corneal ulcer at 10 o¿clock of the left eye measuring 2.5mm horizontally by 1mm vertically. In addition, the clinic described the patient had a mild anterior chamber (ac) reaction, 2+ corneal edema, diffuse infection, and fluorescein staining revealed corneal infiltrate. The clinic prescribed two antibiotics: vigamox and tobramycin alternating every one hour (q1h). The clinic reported there was no loss of best corrected visual acuity (bcva), there was no non-healing abrasions lasting more than a week, there was no corneal transplant or permanent corneal edema, iris atrophy with fixed ¿dilated pupil. The inflammation has been resolved. Also, there was no surgical intervention required. The patient was prescribed antibiotic eye drops, steroid eye drops, and artificial tears.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.